Event description:
It was reported that stent damage occurred. A 2.75 x 16mm promus element stent was advanced for treatment. However, it was noted that the stent struts were lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by mf: promus element mr ous 2.75 x 16mm stent delivery system (sds) was returned for analysis. Device was returned with stent protector over the balloon and product mandrel inserted. The stent protector was stuck over the balloon and the analyst was unable to remove it. The device was soaked in water bath to help remove the stent protector and product mandrel. After soaking the mandrel and stent protector were removed without issue. The crimped stent was examined and damage was noted. Distal struts 1-2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This investigation is assigned a most probable investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that stent damage occurred. A 2.75 x 16mm promus element stent was advanced for treatment. However, it was noted that the stent struts were lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.